Manufacturer narrative:
Upon receipt by mentor, two devices were returned. At device a, it returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, leak testing was performed according with mentor procedures and it revealed a leakage at the valve. No other anomalies were discovered. Otherwise, on device b, it returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent at the junction patch/ shell of the device. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device b. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Event description:
It was reported that a (B)(6) -year old patient underwent breast augmentation revision with unknown saline breast prostheses. Deflation of the left breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor saline breast prostheses on (B)(6) 2018.